Event description:
Complainant alleged that during the incoming inspection of the device, the unit would not complete the power-up sequence and the status indicator displays a red 'x'. The complainant indicated that there was no patient involvement in the reported malfunction.